Manufacturer narrative:
Examination of the retrieved components was conducted. All dimensions for the femoral head, shell and liner were within engineering tolerances. The operative notes document that the original surgery was performed on 12/31/1997 and the revision surgery for the dislocation was performed 2/15/1998, six weeks later. Although it is impossible to draw any conclusions from the limited info provided, one possible explanation is that the pt dislocated her hip somehow and was subsequently x-rayed. A closed reduction may have been attempted, and this may have resulted in the dissociation. This type of event has been reported by many manufacturers on mdrs describing dissociated bipolar heads. Dislocation is the most common serious complication after hip replacement. Many different factors can contribute to dislocation including muscle laxity, surgical approach, implant fit and position, head size, femoral offset and pt mental condition. Dissociation can occur during an attempt at closed reduction, when excessive overloading results in the dissociation of the femoral head from the liner. This type of event is reported by many manufacturers on MDR's describing dissociated bipolar heads. In summary, the info available indicates that the implant supplied was mfg in accordance with engineering specifications and was not defective. The dissociation was not caused by a defective implant. It is not possible to draw any further conclusions regarding the cause of the dissociation based on the info available. At this time, jjpi considers this file closed.

Event description:
Liner disassociated from femoral hip head.